Event description:
A hosp reported that the base of iw930jeu cosycot infant warmer was found broken during cleaning. No pt consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A f/u report will be provided.